Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that an incident occurred during intra-aortic balloon (iab) therapy on 6/9 at our facility, where the iabp catheter ruptured while in use for patient care. As a result of the rupture, the patient experienced an increase in lactic acid levels and required a return to the catheterization lab for the insertion of a new iabp. The removed catheter was sequestered for further evaluation.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: b6. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields: a2, a3a, a4, b4, b5, b7, e1 (event site telephone), g2, g3, g6, h2, h6 (medical device problem code), h10, h11. Corrected fields: b6, d10, h6 (investigation conclusions).

Event description:
It was reported that an incident occurred during intra-aortic balloon (iab) therapy the cardiosave intra-aortic balloon pump (iabp) experienced blood back during use on patient. The iabp [intra-aortic balloon pump] was working during shift change assessment at 1930 on day of event. During the nurses 2000 assessment, the patient was moving his left arm off the bed to show his limited range of motion when the bedside rn heard an audible difference in the pumps functioning and saw blood in the helium tubing. It is reported that this blood reached the iabp controller due to how quickly the event transpired. Due to the suspected balloon rupture, the critical care physician attempted to remove the catheter at the bedside but reportedly met some resistance and notified the cardiologist. The cardiologist came to the bedside to remove the catheter and applied manual pressure to the site to control the bleeding. The patient¿s lactic acid increased, and the patient had to return to the cath lab for the insertion of another iabp.